Event description:
The customer reported via phone call that he had an unexpected restart alarm. Customer switched the batteries 4 times and stated that after the alarm, the pump will start counting down. The customer stated that the pump will stop at certain numbers. Customer has to program the pump when it stops. Customer stated that the battery will last a week and she has been off the pump for awhile. Customer's recent blood glucose was 424 mg/dl. Customer used a shot to treat her blood glucose. Customer stated that the pump was stored or not in use for an extended period of time. When the customer took her battery out during the call, she inserted another one and the pump won't turn on. Troubleshooting for the external ram error could not be completed because the pump would not turn on. Customer has also had an off no power alarm occur twice. Customer was advised that the insulin pump will need to be replaced. Customer was advised that she may wear the pump until the replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.